Event description:
Surgeon implanted a lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. It was unknown what caused the lens to tear. The metal injector was used and the cartridge that was used was a mtc60c fp. The facility was unable to provide the injector and cartridge lot numbers.